Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a primary infusion of remicade first underinfused, then overinfused. The infusion was being titrated every 15 minutes and seemed to be taking too long to complete, so the nurses watched the 15 minute intervals more closely. During one phase of the titration the vtbi was 20ml, the rate 80 ml/hr and the duration 15 minutes. At the end of this time 20ml should have infused but the pump showed only 6.2 ml infused and showed 10 minutes left to infuse. The entire infusion (volumes and rates for additional phases not specified) should have taken 2 hours but took 2 and a half hours. At some point the infusion was switched to another pump module. At that time the total vi on the screen was 47.8ml but only 37.5 ml should have infused, so the staff felt the pump had then overinfused. It is unknown if the vi was cleared before the transfusion was started. There was no harm to the patient. The device was checked by the facility biomed and no issues were identified.

Manufacturer narrative:
Correction: initial reporter address.